Manufacturer narrative:
The adverse event occured in (B)(6). Broken screw of anax 5.5 spinal system (polyaxial screw) inserted in male patient's spine l4-l5 on (B)(6) 2019 was confirmed at (B)(6) hospital on (B)(6) 2020. So far, no revision surgery has been performed and the patient's condition is being monitored. We have requested information from the agency several times to check product, patient, and surgical information, but we have not received it so far. As a result of investigating the information below, it is difficult to decide it as an issue caused by a product problem. As a result of investigating the occurrence rate of the same issue, the incidence rate of customer complaint (first one) compared to the cumulative quantity of sales (23,551ea) of the product is 0.004%. We found that the frequency of breaking the pedicle screw in the range of approximately 3% to 5.7% through a research of the relevant paper*. *oliver p. Gautschi et al. Clinically relevant complications related to pedicle screw placement in thoracolumbar surgery and their management a literature review of 35,630 pedicle screws, neurosurg focus, 2011. It is difficult to verify the manufacturing history (lot no.) Because the product is not removed from the patient's body.

Event description:
Broken screw of anax 5.5 spinal system (polyaxial screw) inserted in male patient's spine l4-l5 on (B)(6) 2019 was confirmed at (B)(6) hospital on (B)(6) 2020.